Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient¿s height was 67¿ and weight was (B)(6) pounds. It was reported on 2018-oct-05 the pump and catheter were replaced with a new baclofen pump and catheter. On 2019-apr-11 the baclofen pump was removed due to erosion of the skin and pump exposure. The catheter was not removed. The patient¿s medical history included 2013 playground accident resulting in a c5 burst fracture, neuropathic pain, scoliosis, and neurogenic bladder and bowel. The patient¿s concomitant medications included ativan, tizanidine, cyclobenzaprine, ditropan, hiprex, effecor, loratadine, benadryl allergy, trazadone, nitro- bid ointment transdermal, enemeez mini, ferrous sulfate, miralax, albuterol, flonase, ibuprofen, senecot, milk of magnesia, calcium, vitamin d, fiber power, lactulose, singulair, gabapentin, cephalexin, and mupirocin 2% ointment. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for intractable spasticity. It was reported the patient¿s previous pump had been explanted and part of the intrathecal catheter removed due to healing issues and possible infection. A partial system explant occurred. The reporter had no further history. The event date was asked and unknown. No further complications were reported/anticipated or expected.